Event description:
Reportable based on device analysis completed on 26-apr-2023. It was reported that the stent failed to deploy. The 70% stenosed target lesion was located in a moderately tortuous and moderately calcified carotid artery. An 8.0-29 carotid wallstent was advanced for treatment. However, during the procedure, the stent could not be deployed. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed stent damage and shaft break.

Manufacturer narrative:
Device evaluated by MFR: a carotid wallstent monorail 8.0-29 was received for analysis. The device was received in two sections due to a complete separation of the shaft. The device was received with the stent fully constrained on the delivery system. The stent wires at the distal end of the stent were noted to have penetrated through the outer sheath of the device. The investigator was unable to deploy the stent due to the stent/outer sheath damage and a complete separation of the shaft. A visual and tactile inspection identified a complete detachment of the shaft at the monorail port of the device. A visual and tactile examination identified damage to the tip of the device.